Event description:
It was reported that during the engineer's inspection process, the subject device presented a blurry image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was not confirmed. The device evaluation did, however, identify the device presented no image. Based on the results of the investigation, a definitive root cause cannot be identified. It is likely that the cable failure caused the video function to not function properly and no image occurred. A device history review revealed no issues that could have caused or contributed to the reported event. Olympus will continue to monitor field performance for this device.